Event description:
Spacelabs received a report that a patient's waveforms dropped from the display when being monitored by a patient monitor.

Event description:
Spacelabs received a report that a patient's waveforms dropped from the display when being monitored by a 91387 patient monitor and 91496 ultraview sl command module.

Manufacturer narrative:
The hospital staff was present when the event occurred. The module was pulled from the monitor in use and put in a different monitor for test. It failed to restart initially then functioned again after two days. A spacelabs' field service engineer visited the hospital and collected information. The subject device was returned to spacelabs on (B)(4) 2012 for testing. The investigation is underway. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once additional information is obtained.

Manufacturer narrative:
Spacelabs has concluded our evaluation of this event. Spacelabs field service engineer visited the customer site and recorded the error logs from the 91387 patient monitor. Review of these logs indicates the monitor was functioning as designed. Spacelabs requested that the incident module 91496 be returned for evaluation. The 91496 module was tested and determined to meet specifications. The reported issue could not be duplicated. The reported issue is unique to this customer. There have been no further complaints of patient waveforms dropped from the display from this customer. No one was injured as a result of this event. Spacelabs considers this report final and the issue is closed.